Manufacturer narrative:
H6: investigation summary : one photo sample was provided to our quality team for investigation. Through visual inspection, a small black dot on the barrel of the syringe was observed. A device history review was performed for reported lot 2101037, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we cannot identify a direct issue, it is possible this dot is either burnt material from the molding process that is embedded within the syringe or ink from the marking process, without the physical sample we cannot fully verify the composition or origin of the particle. A project has been initiated to reduce any foreign material within our products. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that 140 syringes 20ml ll 120/pkg contained foreign matter. The following information was provided by the initial reporter: ¿today it was reported from production that there is a black dot in the 20ml bd syringe material on each of two syringes (material inclusion). As a result, the entire stock was checked 100% and a total of 140 syringes were separated.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number: (B)(6); initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 140 syringes 20ml ll 120/pkg contained foreign matter. The following information was provided by the initial reporter: ¿today it was reported from production that there is a black dot in the 20ml bd syringe material on each of two syringes (material inclusion). As a result, the entire stock was checked 100% and a total of 140 syringes were separated."